Event description:
A physician reported a pt who received her first treatment on 12/5/96 in the vermilion borders. On 12/9/96, the pt noted "red spots" at the upper vermilion border treatment site. On 12/10/96, she presented with red vesicles at the upper vermilion border treatment site. The physician diagnosed herpes simplex and planned to prescribed valtrex.